Event description:
Event verbatim [preferred term] blisters on her neck, that he was unsure if they were burns [burns second degree] , blisters had popped [blister rupture] , after she put the product on her neck for about four hours, she woke up moaning [intentional device misuse] , her neck became irritated. Her neck was red, scratchy, and looked like a sunburn/ used the thermacare product for my neck and after about 5 hours was so irritated and red [skin irritation] , her neck became irritated. Her neck was red, scratchy, and looked like a sunburn/ used the thermacare product for my neck and after about 5 hours was so irritated and red [erythema] , her neck became irritated. Her neck was red, scratchy, and looked like a sunburn//itching [pruritus] , woke up friday night moaning [moaning] , terrible blisters/ blisters across neck and shoulder/blisters [blister] , crazy pain across neck [neck pain] , crazy pain across shoulder [musculoskeletal pain] , can't even lay down to sleep/had to sleep sitting up with head to the side [insomnia] , burning [burning sensation] , . Case narrative:this is a spontaneous report from a contactable consumer on behalf of his fiance. A (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date, several years ago, at an unknown frequency for muscle cramp in neck. The patient medical history was not reported. The patient's concomitant medications were none. Past product history included icy hot cream. She stopped using this product because she did not like the smell of the product. She had also used thermacare heatwrap (thermacare heat wrap) several times. It was reported that after she put the product on her neck for about four hours, she woke up moaning ((B)(6) 2016). He reported the time period in which she woke up as friday night moaning, four hours after it was applied. Her neck became irritated. Her neck was red, scratchy, and looked like a sunburn. The next day, (B)(6) 2016, she had blisters on her neck. The blisters were noticed about ten to twelve hours after the product was originally taken off of her neck. The blisters resembled the plugs of the product. The area was three eighths of an inch tall. Every area where the round things on the product were, she had blisters. The area was about three inches across and eight inches long. There were probably seven or eight big blisters with little blisters around the big ones. He thought that her blisters had improved at this time, but the appearance of the blisters had worsened today (B)(6) 2016. They looked worse because the blisters had popped (B)(6) 2016. Treatment included neosporin and gauze dressings. She had not seen her doctor as of yet. The outcome of the event "after she put the product on her neck for about four hours, she woke up moaning" was unknown and the outcome of the remaining events was not resolved. The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2016. The product was sealed appropriately, and he did not notice any damage to the product. Follow-up (17sep2016): this is a follow-up report combining information from duplicate reports (B)(4). The current and all subsequent follow-up information will be reported under manufacturer report number (B)(4). The new information reported by a contactable consumer by way of medical records included that the patient used thermacare heatwrap (thermacare neck, shoulder & wrist) approximately from (B)(6) 2016 to an unknown date. The lot number was reported as m 61561. On an unknown date, the patient reported "I used the thermacare product for my neck and after about 5 hours was so irritated and red when I took it off the next day I had terrible blisters where the product had been. I can't even lay down to sleep because of the pain". In (B)(6) 2016, after about the fourth hour it was very irritated and later that night she woke up with crazy pain and blisters across neck and shoulder. In (B)(6) 2016, she had to sleep sitting up with head to the side, blisters were popped which caused itching and burning. As of (B)(6) 2016, the clinical outcome of the events, terrible blisters/ blisters across neck and shoulder, crazy pain across neck, crazy pain across shoulder, can't even lay down to sleep/had to sleep sitting up with head to the side and burning was unknown. Follow-up (03oct2016): this contactable consumer reported by way of consumer questionnaire. This female patient purchased thermacare heatwrap (thermacare neck, shoulder & wrist) in 2016 and applied directly to skin (sticky side to skin) on "(B)(6) 2016" for 4 hours to treat shoulder. It was reported that the product was not heated in a microwave prior to usage and the product was not re-heated at all during usage. She had, irritation, redness or burning during the usage of thermacare heatwrap. When the skin was started burning, she checked her skin frequently. After using thermacare heatwrap, she developed blisters. On an unknown date, she was prescribed unknown medications for blisters.

Event description:
Blisters on her neck, that he was unsure if they were burns [burns second degree]. Blisters had popped [blister rupture]. After she put the product on her neck for about four hours, she woke up moaning [intentional device misuse]. Her neck became irritated. Her neck was red, scratchy, and looked like a sunburn [skin irritation]. Her neck became irritated. Her neck was red, scratchy, and looked like a sunburn [erythema]. Her neck became irritated. Her neck was red, scratchy, and looked like a sunburn [pruritus] woke up friday night moaning [moaning]. Case description: this is a spontaneous report from a contactable consumer on behalf of his fiance. A (B)(6) female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date, several years ago, at an unknown frequency for muscle cramp in neck. The patient medical history was not reported. The patient's concomitant medications were none. Past product history included icy hot cream. She stopped using this product because she did not like the smell of the product. She had also used thermacare heatwrap (thermacare heat wrap) several times. It was reported that after she put the product on her neck for about four hours, she woke up moaning ((B)(6) 2016). He reported the time period in which she woke up as friday night moaning, four hours after it was applied. Her neck became irritated. Her neck was red, scratchy, and looked like a sunburn. The next day, (B)(6) 2016, she had blisters on her neck. The blisters were noticed about ten to twelve hours after the product was originally taken off of her neck. The blisters resembled the plugs of the product. The area was three eighths of an inch tall. Every area where the round things on the product were, she had blisters. The area was about three inches across and eight inches long. There were probably seven or eight big blisters with little blisters around the big ones. He thought that her blisters had improved at this time, but the appearance of the blisters had worsened today (B)(6) 2016. They looked worse because the blisters had popped (B)(6) 2016. Treatment included neosporin and gauze dressings. She had not seen her doctor as of yet. The outcome of the event "after she put the product on her neck for about four hours, she woke up moaning" was unknown and the outcome of the remaining events was not resolved. The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2016. The product was sealed appropriately, and he did not notice any damage to the product. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events burns second degree, blister rupture, and intentional device misuse as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. The other events skin irritation, erythema, pruritus, and moaning are assessed as associated with device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burns second degree, blister rupture, and intentional device misuse as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. The other events skin irritation, erythema, pruritus, and moaning are assessed as associated with device use. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term] blisters on her neck, that he was unsure if they were burns [burns second degree] , blisters had popped [blister rupture] , after she put the product on her neck for about four hours, she woke up moaning [intentional device misuse] , her neck became irritated. Her neck was red, scratchy, and looked like a sunburn/ used the thermacare product for my neck and after about 5 hours was so irritated and red [skin irritation] , her neck became irritated. Her neck was red, scratchy, and looked like a sunburn/ used the thermacare product for my neck and after about 5 hours was so irritated and red [erythema] , her neck became irritated. Her neck was red, scratchy, and looked like a sunburn//itching [pruritus] , woke up friday night moaning [moaning] , terrible blisters/ blisters across neck and shoulder/blisters [blister] , crazy pain across neck [neck pain] , crazy pain across shoulder [musculoskeletal pain] , can't even lay down to sleep/had to sleep sitting up with head to the side [insomnia] , burning [burning sensation] , . Case narrative:this is a spontaneous report from a contactable consumer on behalf of his fiance. A (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date, several years ago, at an unknown frequency for muscle cramp in neck. The patient medical history was not reported. The patient's concomitant medications were none. Past product history included icy hot cream. She stopped using this product because she did not like the smell of the product. She had also used thermacare heatwrap (thermacare heat wrap) several times. It was reported that after she put the product on her neck for about four hours, she woke up moaning ((B)(6) 2016). He reported the time period in which she woke up as friday night moaning, four hours after it was applied. Her neck became irritated. Her neck was red, scratchy, and looked like a sunburn. The next day, (B)(6) 2016, she had blisters on her neck. The blisters were noticed about ten to twelve hours after the product was originally taken off of her neck. The blisters resembled the plugs of the product. The area was three eighths of an inch tall. Every area where the round things on the product were, she had blisters. The area was about three inches across and eight inches long. There were probably seven or eight big blisters with little blisters around the big ones. He thought that her blisters had improved at this time, but the appearance of the blisters had worsened today (B)(6) 2016. They looked worse because the blisters had popped (B)(6) 2016. Treatment included neosporin and gauze dressings. She had not seen her doctor as of yet. The outcome of the event "after she put the product on her neck for about four hours, she woke up moaning" was unknown and the outcome of the remaining events was not resolved. The action taken with thermacare heatwrap was permanently withdrawn on 12aug2016. The product was sealed appropriately, and he did not notice any damage to the product. Follow-up (17sep2016): this is a follow-up report combining information from duplicate reports (B)(4). The current and all subsequent follow-up information will be reported under manufacturer report number 2016388759. The new information reported by a contactable consumer by way of medical records included that the patient used thermacare heatwrap (thermacare neck, shoulder & wrist) approximately from (B)(6) 2016 to an unknown date. The lot number was reported as m 61561. On an unknown date, the patient reported "I used the thermacare product for my neck and after about 5 hours was so irritated and red when I took it off the next day I had terrible blisters where the product had been. I can't even lay down to sleep because of the pain". In (B)(6) 2016, after about the fourth hour it was very irritated and later that night she woke up with crazy pain and blisters across neck and shoulder. In (B)(6) 2016, she had to sleep sitting up with head to the side, blisters were popped which caused itching and burning. As of 17sep2016, the clinical outcome of the events, terrible blisters/ blisters across neck and shoulder, crazy pain across neck, crazy pain across shoulder, can't even lay down to sleep/had to sleep sitting up with head to the side and burning was unknown. Follow-up (03oct2016): this contactable consumer reported by way of consumer questionnaire. This female patient purchased thermacare heatwrap (thermacare neck, shoulder & wrist) in 2016 and applied directly to skin (sticky side to skin) on "(B)(6) 2016" for 4 hours to treat shoulder. It was reported that the product was not heated in a microwave prior to usage and the product was not re-heated at all during usage. She had, irritation, redness or burning during the usage of thermacare heatwrap. When the skin was started burning, she checked her skin frequently. After using thermacare heatwrap, she developed blisters. On an unknown date, she was prescribed unknown medications for blisters.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Blisters on her neck, that he was unsure if they were burns [burns second degree]. Blisters had popped. After she put the product on her neck for about four hours, she woke up moaning [intentional device misuse]. Her neck became irritated. Her neck was red, scratchy, and looked like a sunburn/ used the thermacare product for my neck and after about 5 hours was so irritated and red. Her neck became irritated. Her neck was red, scratchy, and looked like a sunburn/ used the thermacare product for my neck and after about 5 hours was so irritated and red [erythema]. Her neck became irritated. Her neck was red, scratchy, and looked like a sunburn//itching [pruritus]. Woke up friday night moaning. Terrible blisters/ blisters across neck and shoulder/blisters. Crazy pain across neck. Crazy pain across shoulder. Can't even lay down to sleep/had to sleep sitting up with head to the side [insomnia]. Burning. Case description: this is a spontaneous report from a contactable consumer on behalf of his fiance. A (B)(6) female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date, several years ago, at an unknown frequency for muscle cramp in neck. The patient medical history was not reported. The patient's concomitant medications were none. Past product history included icy hot cream. She stopped using this product because she did not like the smell of the product. She had also used thermacare heatwrap (thermacare heat wrap) several times. It was reported that after she put the product on her neck for about four hours, she woke up moaning ((B)(6) 2016). He reported the time period in which she woke up as friday night moaning, four hours after it was applied. Her neck became irritated. Her neck was red, scratchy, and looked like a sunburn. The next day, (B)(6) 2016, she had blisters on her neck. The blisters were noticed about ten to twelve hours after the product was originally taken off of her neck. The blisters resembled the plugs of the product. The area was three eighths of an inch tall. Every area where the round things on the product were, she had blisters. The area was about three inches across and eight inches long. There were probably seven or eight big blisters with little blisters around the big ones. He thought that her blisters had improved at this time, but the appearance of the blisters had worsened today (B)(6) 2016. They looked worse because the blisters had popped (B)(6) 2016. Treatment included neosporin and gauze dressings. She had not seen her doctor as of yet. The outcome of the event "after she put the product on her neck for about four hours, she woke up moaning" was unknown and the outcome of the remaining events was not resolved. The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2016. The product was sealed appropriately, and he did not notice any damage to the product. Follow-up (17sep2016): this is a follow-up report combining information from duplicate reports (B)(4). The current and all subsequent follow-up information will be reported under manufacturer report number (B)(4). The new information reported by a contactable consumer by way of medical records included that the patient used thermacare heatwrap (thermacare neck, shoulder & wrist) approximately from (B)(6) 2016 to an unknown date. The lot number was reported as m 61561. On an unknown date, the patient reported "I used the thermacare product for my neck and after about 5 hours was so irritated and red when I took it off the next day I had terrible blisters where the product had been. I can't even lay down to sleep because of the pain". In (B)(6) 2016, after about the fourth hour it was very irritated and later that night she woke up with crazy pain and blisters across neck and shoulder. In (B)(6) 2016, she had to sleep sitting up with head to the side, blisters were popped which caused itching and burning. As of (B)(6) 2016, the clinical outcome of the events, terrible blisters/ blisters across neck and shoulder, crazy pain across neck, crazy pain across shoulder, can't even lay down to sleep/had to sleep sitting up with head to the side and burning was unknown. Follow-up (03oct2016): this contactable consumer reported by way of consumer questionnaire. This female patient purchased thermacare heatwrap (thermacare neck, shoulder & wrist) in 2016 and applied directly to skin (sticky side to skin) on "(B)(6) 2016" for 4 hours to treat shoulder. It was reported that the product was not heated in a microwave prior to usage and the product was not re-heated at all during usage. She had irritation, redness or burning during the usage of thermacare heatwrap. When the skin was started burning, she checked her skin frequently. After using thermacare heatwrap, she developed blisters. On an unknown date, she was prescribed unknown medications for blisters. Follow-up (10nov2016): new information received from the product quality complaint group included: this report included: investigational summary: the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product was thermacare muscle & joint heat wrap 8hr and the expiration date of the product was dec2018. Follow-up attempts are completed. No further information is expected.